Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient had an infection at the incision site and was treated with antibiotics. The healthcare professional spoke to the patient today and it was noted that the incision site looked worse. The device was explanted. Additional information was requested.